Manufacturer narrative:
Additional device product code: kwq occupation: reporter is synthes sales consultant. A device history record (DHR) review was conducted: part # 314.467, synthes lot # 7657768, supplier lot # na, release to warehouse date: 08 dec 2014, manufactured by synthes (B)(4). Ncr was generated for inspection not completed. This non-conformance is not relevant to the complaint condition since the missed inspection items was completed. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the stardrive screwdriver shaft t8 105mm (p/n 314.467, lot 7657768) was received showing the distal driver tip twisted in the direction of resistance from insertion. The laser etchings were also faded. No other issues were identified with the returned components of the device. The returned instrument showed potential end of life indicators of twisted/worn driver tip and faded etch due to normal wear. Conclusion: after a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon inspection of one of the stardrive shafts from a metro set, it was noticed that the tip of the stardrive screwdriver shaft was twisting. There was no patient involvement. This report is for one (1) stardrive screwdriver shaft. This is report 1 of 1 for complaint (B)(4).